Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that loss of connection issues occurred between the transmitter and the pump. The customer did not respond to multiple contact attempts from tandem technical support, therefore no additional information could be obtained.